Event description:
It was reported that the patient underwent a procedure for implant of artificial cervical disc at c5-c6. Approximately 17 months postoperatively, the patient experienced neck and right arm pain after an injury at work. The patient was advised to undergo bed rest. Medications were prescribed and an MRI was ordered. The MRI showed an acute disc hernia at c6-c7 and an anterior cervical fusion was recommended at c6-c7. Approximately 23 months postoperatively, the patient returned continuing to have neck and right arm pain. At this time, she complained of pain in her left arm as well. Medications and physical therapy were prescribed. Three (3) months later, the patient underwent an anterior cervical fusion procedure at c6-c7. Approximately 29 months postoperatively, the physician noted that he was unable to determine if the artificial disc caused the segmental disc disease. It was also noted that the disc hernia at c6-7 had been present for a significant amount of time and the patient¿s right arm weakness and nerve pain would likely not improve. At the 48 month postoperative evaluation the patient was still experiencing right arm pain from a permanent c7 radiculopathy. No treatment was given. The outcome of this event is considered a permanent disability or condition.

Manufacturer narrative:
(B)(4) - (adjacent level disease).

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
Approximately 127 months postoperatively, the patient continued to have persistent c7 radiculopathy and motor weakness in the right upper extremity. The investigator noted symptoms weren't new however patient has undergone steroid injection. Per patient, the epidural steroid injection was performed at an outside facility (level, date and medication unknown). Treatment also included vicodin 10mg, methadone 10mg and a muscle relaxer. The investigator noted, the patient continued to have right c7 radiculopathy that developed one year after the artificial disc. The event resulted in patient undergoing a fusion. The investigator noted this event was possibly related to the prosthesis as this patient had fusion after placement of artificial disc and continued to have cervical neck symptoms. The outcome of this event is considered a permanent disability or condition.

Event description:
It was reported in a literature publication that 94 patients were enrolled in FDA studies of the bryan and prestige lp cervical disc devices. 28 patients received bryan disc. 19 patients received prestige lp. Charts, imaging studies, and hospital records were reviewed for those who underwent arthroplasty and returned more than 4 years after their surgical procedure with neck-related pain or dysfunction. Excluding adjacent segment disease that occurred with a similar rate for patients who underwent fusion and arthroplasty, 5 patients, all treated with arthroplasty, returned for evaluation of neck and arm symptoms between 48 and 72 months after surgery. Four patients had peri-device vertebral body bone loss. One patient had posterior device migration and presented with myelopathy. Three required revision surgery and 2 were observed. Four patients maintained follow-up and reported stabilization or improvement in symptoms. Four of these patients had undergone bryan ca, and 1 patient has a prestige lp device. Of the 4 bryan patients, 2 were beyond 4 and 2 others had past 5 years of follow-up. The prestige lp patient was beyond 4 years of follow-up. Females accounted for 53 percent of our study population, whereas all 5 patients with late complications were females. Two bryan patients underwent surgical revision. One patient had device subluxation with ventral cord effacement and subtle findings of cervical myelopathy. Device removal was followed by cervical fusion. The other bryan revision involved marked loss of vertebral body bone with deformity. The patient noted recurrent neck and arm pain. Device explantation was followed by 2-level acf. The 2 other bryan patients had symptoms of neck pain only. Haloing about their arthroplasty devices consistent with bone loss was identified. They were observed only. One patient reported improvement, and follow-up films 1 year later showed resolution of the haloing. The other patient was lost to follow-up. The prestige lp patient noted neck and arm pain, and studies showed loss of vertebral body height (device subsidence), deformity, and heterotopic ossification versus regrowth of an osteophyte compressing her right c6 nerve root in the neural foramen. Device removal was followed by 2-level fusion. Improvement was minimal. Her fusion grafts subsided, causing marked kyphosis necessitating corpectomy and posterior fusion fixation. She reported a fair outcome.